Event description:
It was reported that in the pt's room when inserting the swg approx 10cm, the swg became stuck in the ars placed in the pt's femoral vein. The user tried but was unable to pull the swg from the ars, so both were removed together. After removal, the used found that the swg had stretched. A new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence. For reasons unk, the user cut off the stretcher part of the swg, so the sample being returned will be the swg cut in two without the stretched pad.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.